Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3389, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
The health care provider (hcp) reported via the company representative (rep) that the lead was broken. The issue was identified as the therapy was not working properly. It was unknown when this occurred. An x-ray scan was performed to find out if there was any trouble with the system integrity. Found out the broken lead. The lead will be replaced soon. The issue was not resolved at the time of this report. The patient was alive with no injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The rep reported almost a month later that the cause of the lead breaking was not determined. The patient did not experience any falls or trauma prior to the therapy not working. The patient was ¿indicated¿ to replace the electrode but no answer yet has been obtained. Further stated that no electrode has been explanted. The device remains in the patient.